Event description:
From staff: patient was having an ankle arthroscopy. Arthrex 4.0 curved bone cutter, ar8400cbc broke x 2 while using in the patient's ankle. Surgeon states that he got all metal shards out. From operative report: I made several attempts to remove this with arthroscopic shavers, including changing shaver size and using a curved shaver. Actually 2 of the curved shavers actually broke and there was some metallic debris in the area, which was removed arthroscopically. All of the metal debris was removed. I was finally able to find something that would remove the osteochondral defect, which actually turned out to be an angle curette from the bone set.